Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of a fractured femur around the implant. It was noted that the patient fell.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of a fractured femur around the implant. It was noted that the patient fell. Doi: (B)(6) 2013, dor: (B)(6) 2013. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Two x-ray images were received with the initial reporting confirming the bone fracture. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The patient fall / trauma is suspected as the root cause. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.